Event description:
Pt presented with sudden onset of pain in left hip. Dr. Indicated she was getting out of a chair when pain occurred. Pt was seen by dr on 1/3/95 with x-rays taaaaken. Upon review, dr. Suspected a broken ceramic femoral head and scheduled a revision surgery for 1/4/95. Revision surgery was performed on 1/4/95 and time of surgery, it was confirmed that the ceramic femoral head had broken into multiple pieces. Thimble portion of cermic femoral head was removed and replaced with metal femoral head.